Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that his wife was experiencing high and low blood glucose and had to go to the ER because of an over bolus. The customer¿s blood glucose at the time of the incident was unknown. The caller was inquiring if the manual bolus can be set to so many units per hour because his wife is impatient. He said that she sometimes overcompensates bolus corrections. He was advised that he can set the maximum bolus which will limit the bolus set. The caller stated that ems was called because the customer¿s blood glucose spiked and then went to 32 mg/dl. The hospital treated with food. The caller said that he will provided more information once he gets back home. The insulin pump will not be returned for analysis.